Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a pocket revision wherein the ipg was placed deeper. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
.